Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The internal battery voltage was out of spec. Carefusion installed a good known test battery and the charge status led was solid green. The ventilator passed the battery duration test with a good known test internal battery. Carefusion replaced the internal battery to address the reported issue.

Event description:
It was reported to carefusion that the unit would not hold a charge or turn on. While in service, it was discovered that the unit's internal battery malfunctioned. This reportable issue was discovered while in service, therefore there was no patient involvement.